Event description:
Patient reported aligners caused pain, migraine, jaw discomfort, and went to the hospital where doctors and dentist recommended to wear less during 24 hours.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.